Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine version 2.1.0 h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that "trajectory 1 view would not work." The site had reported the surgeon did not want anyone to touch the system until after the case was over. There was a reported delay of less than one hour and no reported impact to patient outcome. The representative called the sit and asked more information about trajectory 1. Based on previous cases, the issue had been resolved from backing out of the procedure, to restarting the navigation, to resending the exam, to respinning the patient. The representative was uncertain what caused the issue.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1, h2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs and exam archives were reviewed. According to the snapshot, the trajectory 1 view become black. Logs captured that the site took 2 imaging system spins and proceeded with navigation. Logs indicated that the user used trajectory 1 & 2 views but did not capture any abnormalities related to the blank view. Logs did capture that the user attempted to recenter and pinch events on trajectory views. According to case details, the issue was resolved by restarting the system. The reported behavior could not be reproduced with the provided exam archives or demo scans. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.